Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was fully inflated and tested prior to use. After four hours later, the device was detected leaking. There was no reported patient outcome.